Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the suction regulator is broken and was not able to perform fluid suctioning. There was no report of patient involvement.